Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the tampon strings were ripping in half or already missing half when inserting; the strings were breaking off. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the tampon strings were ripping in half or already missing half when inserting; the strings were breaking off. No injury was reported.